Event description:
It was reported that upon removal of the surgical post-operative packing strip the radiopeg pulled out and the material fragmented. The fragmented pieces were irrigated and removed completely from the site. There was no injury reported as a result of the event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) method: no testing methods performed (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.